Manufacturer narrative:
Date of report: 27dec2018. Date of manufacturer: 26dec2018.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported unit will not power on "intermittenly" and the display is distorted around the edge. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 25jan2019. Date received by manufacturer: 23jan2019. The manufacturer¿s technical services (ts) troubleshot the alleged issue with the customer. During troubleshooting, the unit produced a check vent alarm for a fan speed error. The customer noted that the fan was fairly loose. The customer replaced the defective power management board and the isolation mounts to address the reported issues. No additional alarms were noted. The unit successfully passed the required performance verification test.